Event description:
According to the available information, the balloon of the folysil silicone catheter burst.

Manufacturer narrative:
According to the complaint description, lot number is available but not the sample. After receiving this complaint, we searched for other complaints and we did'nt find any other complaints on the lot number 8985558. This product was made by our subcontractor which was informed about this issue. Checking the quality databases revealed one non-conformity in relation to the described defect. The probable root cause of this issue was a problem with balloon¿s raw material. This defect has been detected during manufacturing and non-conformity was opened.

Event description:
According to available information, this device was not able to be used due to a burst. During teaching sessions at a hospital, two lecturers reported problems with the balloon bursting when only partially filled or during placement into catheterization models.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.